Manufacturer narrative:
The customer reported difference in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading, blood glucose reading mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional info was provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Blood glucose reading 165 mg/8dl. The customer also reported blood glucose levels of 54 mg/dl, 68 mg/dl, and 190 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. No additional info was provided.